Event description:
The hcp reported the pt had been experiencing increased pain and symptoms of withdrawal. At refill, the aspirated reservoir volume was "much higher" than the expected reservoir volume. A rotor test was done and showed no movement. The pump had been filled with hydromorphone. Pump replacement is scheduled. A follow up report will be sent if add'l info is received.